Event description:
End user reports "for ref (B)(4) "maybe 1" qty catheter, from 1 mu, about 4 weeks ago. Unknown lot #. He states the funnel tab that is supposed to coordinate with the coude tip was not lined up, exact degree off unknown." He states "he has used this ref (B)(4) just for a short time, couple days, following his rezum procedure done on his prostate fore bph and retention "about 4 weeks ago tomorrow" and has noted blood off and on since that procedure as he was advised from his doctor would happen for 1-2 weeks post op when he was using this catheter at the time. His doctor wanted him to use this catheter in the days following the procedure since of the swelling that would occur post procedure and a smaller size 14 fr coude would be better for him than his usual 16 fr coude. He said when he saw this he tries the best he can to "keep track of the angle" but when it goes it it is hard to know if it is twisting and this could be leading to a delayed recovery process. He is aware of proper coude tip placement. He said he was "about to take a sharpie to the catheter." He was advised him to not do this as it would break the sterility of the catheter.

Manufacturer narrative:
Common device name: catheter, urethral. Procode: gbm. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).